Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in stating that she had a motor error alarm during priming. The customer recalled getting scans done a week earlier. The customer was unable to complete the rewind sequence during troubleshooting. The customer's blood glucose level was 610 mg/dl. The customer manually treated herself with 33 units of insulin injections, and no hospitalization or interventions were needed. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and a33 error alarm during prime/a33 test due to protruded loose drive support disk. The insulin pump passed displacement, rewind, no delivery and motor tests. Unable to perform occlusion test due to motor error alarm. The insulin pump has cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.